Manufacturer narrative:
Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after this swan-ganz catheter had been in place and working as expected for approximately 6 to 8 hours, it showed an unexpected increase in blood temperature readings, as visibly indicated by the edwards clinical interface (eci) monitoring system. The catheter was confirmed to be securely positioned and remained fixed in place without evidence of displacement, no immediate abnormalities were observed at the time of the incident. The issue was solved spontaneously, therefore, it was decided not to change any of the devices. After this, the catheter worked fine until was removed from patient. There is no allegation of patient injury. No further information available. Patient demographics were unable to be obtained.

Manufacturer narrative:
Added: h2 (type of follow-up). Updated: d9 (device availability), g3 (date received by manufacturer), g6 (type of report). The device of the reported complaint was returned for evaluation. When running cco on hemosphere monitor, "fault: co - catheter verification, use bolus mode error" error message was shown and stopped cco monitoring. The thermistor was found to read temperature accurately. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was within specification. Catheter passed in-vitro calibration in received condition. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated without leakage. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. No other visible damage or abnormality was observed from catheter body, balloon or returned syringe. Based on further engineering investigation, the reported issue was confirmed. It was determined that this issue is potentially related to the manufacturing process; therefore, the manufacturing personnel has been notified in order to perform an investigation to avoid the recurrence of this issue. Corrective actions are being implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.